Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under this MFR report, device 2 is being reported under MDR 2247858-2017-00010 and device 3 is being reported under MDR 2247858-2017-00011.

Event description:
"Pt had a previous tevar with a medtronic valiant stent-graft and had type ia and ib endoleaks requiring repair. Three (3) relayplus stent-grafts were placed to cover the intended treatment area on (B)(6) 2017 -- case was uneventful. On (B)(6) 2017, pt. Presented to ER with chest pain. CT scan revealed a type a dissection. Pt underwent open surgical repair. " patient outcome: "pt apparently had a stroke during the surgical repair. "

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR# 2247858-2017-00009, device 2 is being reported under MDR# 2247858-2017-00010, and device 3 is being reported under MDR# 2247858-2017-00011. We learned a month after receipt of complaint that the patient had expired.

Event description:
"Pt had a previous tevar with a medtronic valiant stent-graft and had type ia and ib endoleaks requiring repair. The 3 relayplus stent-grafts were placed to cover the intended treatment area on (B)(6) 2017 -- case was uneventful. On (B)(6) 2017, pt. Presented to ER with chest pain. CT scan revealed a type a dissection. Pt underwent open surgical repair."